Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-sep-2017 from the patient who reported that he was still looking for help to get the pump alarm silenced and get the pump filled with saline so that the pump didn¿t ¿burn up¿. He was also still looking for a doctor that could fill it with the medication that it needed to be. Per the patient, if the pump has ¿burned up¿ he needed it removed. He had no income for 3 years and there was nothing he could do to pay the doctor. He also stated he could not live with the physical pain/chronic pain.

Manufacturer narrative:
Updated with the patient's weight at the time of the event. Updated to reflect the information received on 2017-oct-09 . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-09 from the consumer. The patient's weight was provided. Patient noted that their issue with their empty pump and withdrawal had not been resolved and they have not found a managing physician to refill their pump. Patient reported that their pump was empty and the patient believed that it had been so since (B)(6) of 2017. The patient's medication had been reduced in (B)(6) and the patient reported that they did not receive any breakthrough medication. According to the patient, they were receiving 3 mg of 10x morphine. The patient noted that they experienced withdrawal with horrible symptoms and pain. The patient noted that their neurologist has given them some break through pain medication and that they have been to 3 different emergency rooms. The patient noted that the pump still alarms every hour and it has gone through its second set of alarms. Patient noted that a mdt rep was supposed to be sent out to their primary care physician to assist with silencing the alarm, checking the alarm and filling the pump with saline. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump was alarming, and the patient's pump was empty. It was noted that the patient switched insurance and needed a list of healthcare professionals (hcp) that were trained with the device, so the pump can be refilled. It was noted that the patient was due for a refill. In (B)(6) 2017 the patient thought they were last filled by hcp, and the hcp turned the pump down which left the patient in severe pain. The pain was manageable, so the patient could work on insurance issues. It was also noted on an unknown date that the patient was note sure when they were due for a refill. In (B)(6) 2017 (3-4 weeks ago) the patient was going through withdrawals and could not get to their phone and said it was horrible agony. It was also noted in (B)(6) 2017 (about 3 weeks ago) the patient's pump started critically alarming. About 2 to 3 ago ((B)(6) 2017) the patient was going through terrible withdrawals and ended up in the hospital for 8-10 hours because of not getting refilled in time. It was noted that the sound was consistent with synchromed alarms. It was noted the patient was to follow up with hcp to discuss alarms, saline, refill, etc. The link for locator listings was provided. It was noted that the patient does not have a hcp. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.